Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 requiring extensive abdominal and vaginal dissection and transvaginal urethrolysis due to severe pelvic pain and recurrent uti with pyelonephritis. The patient underwent pelvic reconstructive surgery on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy procedure.